Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Ten (10) unused sample in original package received to evaluate. The samples were visually evaluated, and no defects were observed. Luer taper test was performed on five samples and no failure were observed, the sample also was subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated one sample of five observed a leakage on the blue patient connector. The defect is confirmed. An approved project has been initiated for complaints of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complainant, the venous connector is not sealing correctly, it has a slight drip when connected. No patient injuries were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.